Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient was hospitalized on (B)(6) 2024 for high blood glucose level of 1000mg/dl. The patient was hospitalized for 5 days and treated with IV insulin drip (intravenous insulin infusion). The patient had done for ketone test. No further information available.